Event description:
Customer reported that she had unexplained low blood glucose. Paramedics where called three times to assist her with low blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.